Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was used during a ureteroscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, there was no aiming beam coming out from the fiber. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. The event, as reported, does not constitute a reportable malfunction; however, the returned device revealed a reportable malfunction.

Manufacturer narrative:
(B)(4). Visual examination reveals that the exposed glass tip measures 1.0 mm and appears used. The pattern on the tip face is consistent with a fracture indicating that the tip or portion of the tip detached.